Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the clinic because they experienced chest pain. A device check was done and it was observed that the right atrial (ra) lead exhibited intermittent oversensing and undersensing. The ra lead remains in use and will be monitored. No patient complications have been reported as a result of this event.